Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer took the pump off the wall charger when a malfunction alarm occurred. The customer's blood glucose level was impacted, however the exact value was not provided. It was indicated that the customer would use manual injections as alternate insulin therapy.